Event description:
Using enseal on mesentaric tissue, device functioning properly, but when tried to advance knife blade stuck and knife dislodged. Surgeon passed off to scrub nurse. The jaw part of the blade broke off.